Event description:
It was reported that the patient fell a few weeks ago and started experiencing diaphragmatic stimulation with right ventricular pacing. The lead tested within normal limits; however, the physician chose to explant the lead and place a new lead in a different position. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.